Event description:
It was reported the device was used during a hemorrhoidectomy. It was reported the hp052 is not functioning at all. Another was pulled to complete the case. There was no consequence.